Event description:
My optometrist prescribed me a trial pair of coopervision frequency 55 multifocal contact lenses. I wore them for a month, as prescribed, and was very happy. I then ordered a year's supply (12 pair). The prescription in the left eye was incorrect. The package was correctly marked with my prescription, however the lens was not what it should be. I contacted my dr who returned the remaining 11 lenses. I was sent replacements, and they are fine. The lot # of the defective lenses mso719753.